Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received a motor error alarm. Insulin pump was not exposed to magnetic field and was not bumped. Drive support cap was flushed. Customer's blood glucose was 170 mg/dl.